Manufacturer narrative:
An engineering investigation has identified broken, open circuit thermisters, circuit designator rt2, on the device's power supply assembly as root cause. 100% inspection has been implemented on incoming parts and corrective action measures have been initiated with the vendor by physio-control. No further incidents of the described malfunction have been reported from production and the investigation has revealed that no incidents of the described malfunction have been reported from products in the field. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
Production testing has identified an anomaly involving some device power supply assemblies in which the assemblies have no output. This would cause the device to be inoperative because the battery will not charge and the device will not operate on ac power.